Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to noise with oversensing and high out-of-range pace impedance measurements greater than 3,000 ohms. Lead fracture was suspected, but could not be confirmed with with visual inspection. No additional adverse patient effects were reported. The ra lead was retained by the hospital and it is unclear whether the lead will be returned for analysis at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. Correction to b5: b5 updated to clarify reported clinical observations. Correction to h6: device code for lead fracture was removed as the reported damage referred to induced explant damage rather than lead fracture during ongoing use. Upon receipt at our post market quality assurance laboratory, the complete lead was returned but examination noted the outer insulation and outer coil were both melted through approximately 10 cm from the terminal pin; this aligns with the report of electrocautery damage at explant. Analysis determined that the high impedance measurements, noise, and oversensing were consistent with electrocautery damage at explant. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during an upgrade procedure, this right atrial (ra) lead was damaged with electrocautery. Afterwards, this ra lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms and noise with oversensing. The upgrade procedure was completed, and this this ra lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during an upgrade procedure, this right atrial (ra) lead was damaged with electrocautery. Afterwards, this ra lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms and noise with oversensing. The upgrade procedure was completed, and this ra lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. Correction to b5: b5 updated to clarify reported clinical observations. Correction to h6: device code for lead fracture was removed as the reported damage referred to induced explant damage rather than lead fracture during ongoing use.